Manufacturer narrative:
All available information indicates that the lead remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited noise on the shock channel only. It was noted that the noise could be reproduced with isometrics but nothing with pocket manipulation. Increased right ventricular (rv) impedances of 1952 ohms were also noted. Other lead measurements were noted to be stable. Technical services (ts) discussed possible causes for the noise. It was noted this would be discussed further with the physician. Additional information was provided that rv impedances increased to greater than 2000 ohms. Ts advised continued monitoring since all other lead measurements were stable. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the patient will continue to be closely monitored. No adverse patient effects were reported.

Event description:
Additional information was provided that the remote monitoring system again detected high rv impedances of greater than 2,000 ohms. No adverse patient effects were reported.

Event description:
Additional information was provided that the remote monitoring system again detected high rv impedances of greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.